Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site following an MRI scan (date not reported), and was treated with an antibiotic ointment. The symptoms resolved, and the patient resumed use of the device. The implanted device remains.